Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) and a bard/davol allomax surgical graft on (B)(6) 2008 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ the patient sustained injuries on (B)(6) 2008, experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d.6a, d.6b, g3, g4, g6, h2, h6. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) and a bard/davol allomax surgical graft on (B)(6) 2008 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ the patient sustained injuries on (B)(6) 2008, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿a curvilinear supraumbilical incision was made. The hernia sac was dissected out. A bard flat mesh (device 1) was placed into the defect and closed it with sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent umbilical/ventral hernia, obstruction, adhesion, thereby underwent laparoscopic repair with explant of bard flat mesh (device 1) and implant of allomax surgical graft (device 2). Per operative notes, ¿an incision was made supraumbilical region the hernia sac was dissected out. The incorporated umbilical old (device 1) was identified which was taken down. There was densely adherent. Lysis of adhesions were performed. A 16 x 16 cm piece of allomax surgical graft (device 2) was used to cover the defect and secure it with sutures.¿